Manufacturer narrative:
Failure to follow instructions: device is indicated for use up to 6 hours. This device had been used for 5 days. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the ap40 centrifugal blood pump was used with a patient on extra corporeal membrane oxygenation. After 5 days without heparin, the nurse heard a rattling and the flow dropped to zero. The nurse hand cranked to maintain flow, switched to a new bio-console, then the perfusionist changed out the ap40 to complete the case. The patient was down for less than a minute when converting to a handcrank and for less than a minute while swapping out the ap40 cone.

Manufacturer narrative:
Visual analysis: the device was returned bloody with a clot around the top and bottom pivot bearing. Visual inspection shows the impeller is loose inside the housing. Performance analysis: the device was run on a bio console from 0-4000 rpm¿s, a noise level of greater than 80 db was recorded; specification is less than 68 db. There appears to be some damage to the spindle/pivot interface. Conclusion; the pump had been in use longer then recommended 6 hrs, pump was used for 5 days along with the fact that heparin was not given while the pump was in use. Clotting was also found during the analysis of the pump this is attributed to heat generation around the pivot bearing of the pump potentially from no blood flow around pivot bearing while pump is running, which causes damage to that bearing resulting in the noise identified. If information is provided in the future, a supplemental report will be issued.